Manufacturer narrative:
It appears that excessive force was applied to the instrument causing a tang to break off.

Event description:
It was reported that the inserter stuck on the implant and it couldn't be removed. The inserter broke and was not able to expand the cage.